Event description:
A customer contacted physio-control to report that their device failed to provide defibrillation therapy during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Electronic patient records as of (B)(6) 2021 indicates that the patient's trace was not shockable at the time of the dsa analyzes. The customer was not able to use manual mode as this mode was disabled in the device settings. The likely cause of the reported issue was due to the user error.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Though physio-control requested some patient information, physio will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Physio-control continues to investigate the reported issue. Not returned to manufacturer

Event description:
A customer contacted physio-control to report that their device failed to provide defibrillation therapy during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.